Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02882 addresses the other device. It was reported to boston scientific corporation that a leveen coaccess electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6), 2012. According to the complainant, some unusual power readings on the rf3000 were noted during the procedure; the output seemed to be "swinging up and down." However, the power was confirmed to be set to the levels prescribed by the treatment algorithm. The physician suspected the output fluctuations to have been caused by nearby blood vessels changing the conductivity of the tissue in a pulsatile fashion, and it was reportedly somewhat difficult to achieve roll-off as a result. The physician slightly retracted the tines of the leveen coaccess electrode, and an increase in impedance was noted. The tines were then fully deployed and roll-off was achieved successfully. Prior to removal of the device from the patient's liver, the tines were retracted and a track ablation was performed with the power set between five and ten watts, at which time an "e83" error (hardware shutdown: over power) message was observed on the rf3000. A computed tomography angiography (cta) was performed post-ablation and confirmed that a reasonable ablation zone had been achieved in the target area; therefore, the procedure was concluded without need for a second electrode. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be stable following the procedure.

Manufacturer narrative:
Exact patient weight is unknown, but was estimated to be (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2012-02882 addresses the other device. It was reported to boston scientific corporation that a leveen coaccess electrode and an rf3000 radiofrequency generator were used during radiofrequency ablation (rfa) of a hepatocellular carcinoma performed on (B)(6) 2012. According to the complainant, some unusual power readings on the rf3000 were noted during the procedure; the output seemed to be "swinging up and down." However, the power was confirmed to be set to the levels prescribed by the treatment algorithm. The physician suspected the output fluctuations to have been caused by nearby blood vessels changing the conductivity of the tissue in a pulsatile fashion, and it was reportedly somewhat difficult to achieve roll-off as a result. The physician slightly retracted the tines of the leveen coaccess electrode, and an increase in impedance was noted. The tines were then fully deployed and roll-off was achieved successfully. Prior to removal of the device from the patient's liver, the tines were retracted and a track ablation was performed with the power set between five and ten watts, at which time an "e83" error (hardware shutdown: over power) message was observed on the rf3000. A computed tomography angiography (cta) was performed post-ablation and confirmed that a reasonable ablation zone had been achieved in the target area; therefore, the procedure was concluded without need for a second electrode. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
Visual evaluation of the returned device found no issues; residue was present on the device and the tines were fully retracted. The array was actuated without issue during functional testing, and the tines were observed to be evenly spaced and properly formed. All conductivity measurements were within specification: the electrode was able to conduct current at .48 ohms, the conductivity of the cord was found to be .20 ohms, and the conductivity of the electrode/cord combination was found to be .55 ohms. The returned device could not be functionally evaluated with respect to insufficient roll-off and error messages while in use; therefore, the complaint could not be confirmed. However, per the directions for use (dfu) for the leveen needle electrode product family, "occasionally, tissue immediately adjacent to multiple, large blood vessels may not show a significant rise in impedance, and also may show little, if any, change in tissue with appropriate image monitoring due to the overwhelming heat-sink effect of localized blood flow. If there has been little to no rise in impedance after 15 minutes have elapsed, determine with the appropriate imaging method the location of the tines of the electrode in relation to a region of high vascularity (e.g., blood vessels). If appropriate, reposition the electrode approximately 0.5 cm (5 mm) proximal or distal to the region of high vascularity prior to resuming the application of radiofrequency (rf) energy into the tissue." Furthermore, the complainant suspected that "the power changes could have been due to vessels near by changing the conductivity of the tissue." Therefore, this event is considered an anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.